Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. See attached for supplier evaluation.

Event description:
On 06/22/2022, it was reported by a distributor via sems that an ar-300 handpiece was used in a microsurgery on (B)(6) 2022 when assembling the battery housing with the power drill handpiece and pressing, the motor is not running. At the same time, the battery and the battery housing overheated. The case was completed using another handpiece, and there was no patient effect reported.